Manufacturer narrative:
B5: the event description was updated. Code f28 was used to explain that the event is ongoing and the physician is monitoring the patient. H6. Code c19: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted and is not available for analysis. The additional information was requested from the site regarding "indeterminate endoleak" associated with an aortic component, however, it was not available. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion and endoleak.

Event description:
Per the gore study manager, according to the site, the aortic aneurysm enlargement is ongoing, however, deemed not serious and has required no treatment. The site has not entered in any new aes mentioning any type of endoleak.

Manufacturer narrative:
H6. Code c21: a review of manufacturing records is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Code f28 was used to explain that the event is ongoing and the physician is monitoring the patient. Further information was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, patient underwent treatment of a thoracic aortic aneurysm, zone 0, with gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprosthesis. Core lab pre-treatment imaging showed that the maximum aneurysm diameter measured 63.2mm. According to the report all devices were positioned and implanted without issue. At the core lab one month follow up the maximum aneurysm diameter measured at 56mm. The patient had a history of the type ii endoleak associated with an aortic component and the aneurysm enlargement. On (B)(6) 2022, the core lab follow up showed that the maximum aneurysm diameter measured at 67mm. An indeterminate endoleak associated with an aortic component was determined. On (B)(6) 2022, a reintervention was conducted. Reportedly, the endoleak was fixed (covered by the manufacturer report number 2017233-2022-03365, sent to FDA on september 28, 2022). On (B)(6) 2023, the core lab follow up showed that the maximum aneurysm diameter was 70mm. The indeterminate endoleak associated with an aortic component was noticed. The event is ongoing. No treatment for the endoleak was reported. The physician is monitoring the patient.